Event description:
On 2/2/2024, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve broke during surgery with no issues in the case and no further information provided. The case this was discovered during an unspecified procedure, with no reported patient harm. Additional information received on 2/12/2024: this was discovered during a rtsa procedure on (B)(6) 2024. Nothing broke inside the patient and the case was not delayed. The case was completed by using a back-up augmented baseplate tray. The lot number is unknown and still stuck in augment reamer.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is wear and tear from repetitive usage. The complaint allegation was not confirmed, as the device was not received for evaluation, and the attached picture does not provide clear evidence of the failure.